Event description:
During the manufacturer's retrospective quality assessment efforts, the following feedback was noted: corner inside of canopy is unraveling. Ripped locking loop on both safety sheets. The current total observed rate of occurrence encompassing all permutations of fraying canopy components is approximately 0.78%.

Manufacturer narrative:
The feedback described herein was noted during the manufacturer's retrospective quality assessment efforts. The current total observed rate of occurrence encompassing all permutations of fraying canopy components is approximately 0.78%.